Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one opened unit and one unopened unused unit. In addition, one photograph was received. Upon inspection of returned units and photo it was determined that the opened unit had foreign matter on the grip of the device. The foreign matter could not be rubbed off the outside of the device. Further inspection showed that the foreign matter was found to be imbedded. The reported issue was confirmed. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h.10.

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in had foreign matter inside the catheter. This was discovered before use. The following information was provided by the initial reporter: material no.: 381444, batch no.: 0016724. It was reported that a foreign matter that appeared to be mold was found inside a catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in had foreign matter inside the catheter. This was discovered before use. The following information was provided by the initial reporter: material no.: 381444 batch no.: 0016724. It was reported that a foreign matter that appeared to be mold was found inside a catheter.